Event description:
It was reported that during the implant procedure that there was oversensing and sensing difficulty.the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B) (4) no anomalies were found; grommet damage was noted.